Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: the file was assessed for the necessity of the performance of a clinical investigation. Per the patient¿s peritoneal dialysis registered nurse [(pd)rn], the hospitalization is due to a cardiovascular event (specifics not provided) and unrelated to the patient¿s pd therapy. As of (B)(6) 2019, the patient remains hospitalized and is currently receiving hemodialysis for renal replacement therapy (transition rationale not provided). Based on the information available, there is no evidence or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event. Additionally, there is no allegation of a machine malfunction or of the machine failing to perform as expected in relation to the event. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver called fresenius technical support for assistance with a patient line is blocked warning. The patient was advised to reboot the cycler, but the power fail recovery failed and treatment was cancelled. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated that the patient went to the hospital for a cardiovascular event (unspecified) and altered consciousness. The patient was hospitalized as of (B)(6) 2019 and was performing hemodialysis (hd) in the hospital. The patient was reported as being in the hospital on (B)(6) 2019, but the date of admission was not provided. It is unknown if any fresenius products are being used during the patient¿s hospitalization. The pdrn stated that the patient was not connected to the cycler at the time of the event. Additional patient, event, and hospitalization information was requested, but the pdrn declined to provide.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.